Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the primary solution was flowing unexpectedly while using a novum iq large volume pump which alarmed upstream occlusion after clamping of the primary bag. The initial setup included cafilzomib primed on a secondary tubing and a 250ml primary flush bag primed on tubing. The medication was programmed to deliver 86ml at the rate of 196ml/hour. Although the setup was intended for a primary with secondary infusion, the medication was programmed into the pump as a primary-only infusion. The primary bag was lowered but not clamped, as the rate was below 300ml/hour. During the infusion, when approximately 45ml of the medication remained, the clinician observed siphoning, likely due to the unoccluded primary line. The clinician immediately clamped the primary bag using plastic hemostats, after which the pump displayed multiple upstream occlusion alarms. Eventually the pump was restarted, and the medication was successfully infused to completion. This occurred in an unknown department during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.